Event description:
Promus premier china registry. It was reported that the patient experienced chronic cardiac insufficiency. In (B)(6) 2019, the patient presented with unstable angina and silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad), extending to the middle lad, with 85% stenosis and a length of 40 mm, with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation, followed by the placement of a 3.00 mm x 38 mm promus premier stent system. After post-dilatation, the residual stenosis was 0%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2023, the patient was diagnosed with chronic cardiac insufficiency and hospitalized for further evaluation and treatment. At the time, the patient was on aspirin. The patient was referred for coronary angiography, which revealed 70% stenosis in the proximal lad, where the previously placed study device was located. This was treated with percutaneous coronary intervention. Post-intervention, the residual stenosis was 20%. Also, the event was treated medically. Thirteen days later, the event was considered recovered/resolved, and the patient was discharged from the hospital. In january 2024, the patient completed the study participation.